Event description:
It was reported a pt had a vena cava filter placed approximately six months ago without incident. A recent x-ray appeared crossed, however, may have been in a collateral vein. Another filter was successfully placed without pt complications. This device remains implanted. Therefore, no failure analysis will be available. Follow up could not confirm if a pre-placement vena cavogram or continual flushing of the carrier system during the initial filter implant procedure was performed. These factors, as well as potential collateral vein placement, may have contributed to this event. Directions for use state: "do not attempt to move or manipulate an engaged filter...in most cases, a second filter, properly placed, should be implanted for protection against recurrent pe... The introducer catheter must be flushed through the flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure...insufficient flushing can allow thrombus formation inside the titanium greenfield vena cava filter which can bind the legs and prevent complete opening upon release."